Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The wheelchair powers its self-up even when it is switched off, cannot be switched off.